Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent inaccurate fill estimates were received. Customer's blood glucose level ranged between 147-148 mg/dl. A cartridge change was performed resolving the issue.